Event description:
Philips received a complaint by bench repair indicating that during troubleshooting, it was observed that the device fails electrical safety test and that the power cable must be replaced because it does not comply with the established values of electrical safety. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem. The power cable must be replaced because it does not comply with the established values of electrical safety. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.